Event description:
(B)(6) nurse (B)(6) used a hot device to burn my husband leg, foot, hip, swelling, blisters, redish, peeling and tagged it cellulitis, serratia marcescens led to sepsis, septic shock I have photos and videos. His body and room were not cleaned, he was starved and dehydrated overdosed to death for 6-days hospitalization. On (B)(6) 2024 took my husband to (B)(6) due to weakness but he caught cold and I caught flu and left because the room was so cold. His esophagus was dialted too. He was unconditionally discharged without medical conditions according to their medical records but they transported him with their ambulance to (B)(6) for no just course. He had a slip and fall in (B)(6) on (B)(6) 2024 and was not taken care of but was discharged on (B)(6) 2024. He went to orthopedic for injection and removal of effusion on the knee he fell. The knee was painful ambulance gave him fentanyl 50mcg which handled the pain he was no longer on pain at the ER. I do not know why they took him to ICU to torture him with burn till death.